Manufacturer narrative:
Plant investigation: the reported cycler was not returned to the manufacturer as expected. A physical evaluation was not performed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
Multiple follow up attempts were performed to request the status of the reported cycler's return to the manufacturer, however, a response was not received.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of watchdog timer error alarm. The patient indicated they had disconnected from their cycler and left it on for 10.5 hours. When they restarted the cycler the patient observed the previous treatment¿s records values. A review of the patient¿s treatment records identified that the patient drained 8605 ml during drain 4 of the treatment. This drain volume is 573% the patient's prescribed fill volume of 1500 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up with the pdrn, the reported event was confirmed. However, the pdrn clarified that they believe, but could not confirm, that the patient may have been disconnected from the cycler during drain 4 when the 8605ml were drained. The pdrn reported that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient did not complete their treatment that day. The patient has been on tidal pd treatment since (B)(6) 2019 and is prescribed a first fill of 2000ml, 3 exchanges of 1500ml, and a last fill of 300ml of varying pd solution strengths of 1.5%, 2.5%, and 4.25%. The patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was reported to be returned to the manufacturer for physical evaluation.